Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6).

Event description:
The customer observed falsely elevated architect toxo igg results for one patient. The results was not reported out. The sample was repeated as it did not match the clinical history of the patient. The following data was provided: sid (B)(6) toxo igg result = 5.6 iu/ml previous toxo igg from (B)(6) 2022 sid (B)(6) result = 0.3 iu/ml other result provided toxo igm result = 0.03 index sid (B)(6) repeated toxo igg result = 0.3 toxo igm result = 0.03 index no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, field data review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. The overall performance of architect toxo igg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Median value(s) for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics complaint investigation, no systemic issue or deficiency of architect toxo igg, lot number 49419be00, was identified.

Event description:
The customer observed falsely elevated architect toxo igg results for one patient. The results was not reported out. The sample was repeated as it did not match the clinical history of the patient. The following data was provided: sid (B)(6) toxo igg result = 5.6 iu/ml previous toxo igg from 29may2022 sid (B)(6) result = 0.3 iu/ml other result provided toxo igm result = 0.03 index sid (B)(6) repeated toxo igg result = 0.3 toxo igm result = 0.03 index no impact to patient management was reported.